Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Eua(B)(4).

Event description:
It was reported that while testing for sars-cov-2 using bd rapid detection of sars-cov-2 veritor¿ the customer received false negative results. Subsequent antigen tests and pcr tests produced positive results. This event occurred 8 times. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "two and a half weeks ago (B)(6) 2021 I was called by an end user (frank slangen) who had 3 cases in which the bd veritor sars-cov-2 test showed a negative result while another antigen test showed a positive result. " ; "marleen then mentioned to me that she also had 8 complaints her about the home tests being negative while another test showed positive." ; "several times we have had a client at one of the locations who took a bd veritor test and when the test result was negative, immediately booked a commercial test for vacation. The test result was then positive and most people immediately went to the ggd where they also got a positive test result. We have seen this twice now with one of our own employees. Employee is negative with bd veritor and positive with abbott and also positive with pcr. We have also had people at the location who test positive with a home test and then come to do a tvt and are negative with bd veritor. After the people tell their story and say they have complaints we ask them to come back and we do a check with abbott and it turns out the customer is positive. We then do another bd veritor and again the customer is negative." Eua(B)(4).